Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. It was reported that the site was able to complete the procedure without an imprecision occurring. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a functional endoscopic sinus surgery (fess), after registration an inaccuracy of 2 millimeters was observed from the top of the head down but was accurate in other directions. Site proceeded with case by taking the inaccuracy into account. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient present.